Event description:
It was observed that during the device evaluation that the us-scope / us-probe there was a gap between acoustic lens and ultrasound probe and a chip of the acoustic lens. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and updates to h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the root cause of the reported damage could not be determined. Olympus will continue to monitor field performance for this device.